Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified product that that had inaccurate readings. The customer report stated that they are finding that more often than not the artline blood pressure is not reliable and there is a 40-60 pt difference between the cuff pressure and the artline pressure. The customer reported that setup has been changed and troubleshooting performed. There was unknown patient involvement; harm was not reported as a consequence of the event. The customer further stated that they thing that they were not priming the set-ups correctly which may have led to the issue.